Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08690 inches. The insulin pump was programmed with a test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to the programmed test values properly and displayed correctly on the display graph. The insulin pump was monitored for a day while connected to the test sensor and plug. No unexpected calibration not accepted alarms, change sensor/bad sensor alarms, or additional sensor related errors/alarms occurred during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was 400 mg/dl, 300 mg/dl, 101 mg/dl, 149 mg/dl, 280 mg/dl, under 40 mg/dl, 90 mg/dl, 305 mg/dl and 382 mg/dl. The customer was treated with manual injection for high blood glucose and with apple juice for low blood glucose. The customer declined troubleshooting. The insulin pump will be returned for analysis and the sensor will not be returned for analysis.